Event description:
Info received indicates the head of the stretcher cannot be raised or lowered.

Manufacturer narrative:
The tech found the head section could be raised, but would not lower past 30 degrees. He replaced the head gas cylinders to repair the stretcher.